Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "there was a case where the end cap became dislodged in a t2 ankle joint some time after surgery. This was detected via x-ray, and only the end cap was removed."